Manufacturer narrative:
It was reported that a pt presented in the physician's office indicating she was pregnant. The urine test was performed eight separate times on this pt and each time the results were negative. A diagnostic ultrasound indicated she was 18 weeks into her pregnancy. The lot number of the devices involved in this incident was not reported. We tested samples from inventory and they performed as intended. We were not able to confirm the reported issue. This is a (B)(4) device. We notified them of this incident. They also tested retained samples and were not able to confirm the customer's concern. A root cause was not determined. It is not known if improper storage conditions and/or user error may have been a contributing factor in this incident.

Event description:
A false negative was received eight times for the same pt.